Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and additional lead was added. The patient¿s pain pattern has changed. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4) description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s stimulation would make her uncomfortable. The patient will undergo a revision procedure wherein the stimulator will be replaced and new leads will be implanted.

Event description:
A report was received that the patient¿s stimulation would make her uncomfortable. The patient will undergo a revision procedure wherein the stimulator will be replaced and new leads will be implanted.